Manufacturer narrative:
Intuitive surgical, inc. (Isi) 8mm mega suturecut needle driver instrument to perform failure analysis. The instrument was analyzed and found to have a broken pitch cable at the proximal clevis hole. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable to suggest improved inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
It was reported that during central processing, 8mm mega suturecut needle driver instrument was not working right. There was no report of patient involvement.